Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a b0003 error on the 14v li-ion battery was confirmed. The 14v li-ion battery (serial number: (B)(6) was returned for analysis. The 14v li-ion battery was functionally tested and was inserted into a test universal battery charger (ubc) and accepted for charge; however, a b0003 (cell imbalance) alarm activated. The battery was inserted into a 14v battery clip connected to a heartmate 3 system controller, and mock circulatory loop, and was able to support the system. The battery was manipulated while inside the clip with no issues or alarms. The battery was then opened, and the main printed circuit board (pcb) was visually inspected. A digital multimeter (dmm) was then used to evaluate the integrity of individual components. Analysis of the integrated circuit (ic) component u22 revealed unexpected and abnormal output voltages; however, the inputs to this ic were nominal. Ic u22 being compromised could result in a cell imbalance issue and a b0003 fault alarm. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 14 volt li-ion battery instructions for use (rev. E) was available for use at the time of the event and explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to properly calibrate the 14v batteries, how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the 14v batteries. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient put the battery in the universal battery charger (ubc) and the red pocket light appeared and gave code b3,000 phone. The battery was replaced. This resolved the issue. The product would be returned.